Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the water packet was dry. As a result, the complainant could not insert the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water packet was dry. As a result, the complainant could not insert the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water packet was dry. As a result, the complainant could not insert the catheters.

Manufacturer narrative:
Received 5 unopened magic3 catheters. Three of the unopened samples were for product 50616 and corporate lot number ngat5015 & two unopened samples were for product 50616 and corporate lot number ngat5014. The visual inspection noted no obvious defects. Per the functional evaluation, the water packets were measured with a test tube: ngat5015: sample #1, 4.2 ml; sample #2, 4.2 ml; sample #3, 4.0 ml. Ngat50174: sample #4, 4.0 ml; sample #5, 4.2 ml. Per specification, the water volume must be of 4ml +/- 0.3. Therefore, the water packets were found inside of specification. The reported issue was unconfirmed as all samples met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water packet was dry. As a result, the complainant could not insert the catheters.